Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Found at incoming inspection in our dc. The products have not left j&j. The shipping boxes are not damaged. Foreign material inside the pouch & pictures enclosed.

Manufacturer narrative:
The complaint devices were received and inspected. Visual inspection revealed a small strand of hair (about 10mm long) was seen inside of the blister pack on both devices confirming the reported failure. A nc was created to further investigate these defects. These devices will be sent to the manufacturer for further analysis. These defects were found during the incoming inspection process at the affiliate¿s facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution on march 23, 2016 with an expiration date of february 28, 2021. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2016-10365.